Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator battery change procedure. Upon examination, it was noted that the right ventricular lead was no longer capturing due to very high capture threshold. On (B)(6) 2022, the lead was capped and replaced successfully. The patient's condition remained stable throughout the procedure.